Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle never deployed the cannula into the skin. The pink slide did not move forward and the cannula was not visible when the pod was removed. No impact to the patient's glucose level was reported. The pod was not worn.

Manufacturer narrative:
The device was received not deployed with the slide insert not visible in the top housing window, the internal components in the not deployed position, and the needle not visible in the bottom housing window. The device was received in pod state 15 and delivered 54 pulses, indicating the pod successfully completed first and second prime before deactivating. Near the end of priming, the rotational sensor remained in the open state for more pulses than expected in conjunction with a dip in pulse widths. This indicates that a drive stall occurred due to the hook talons slipping over the ratchet gear teeth. The drive stall during priming resulted in the pod failing to deliver enough pulses to align the firing flat and release bar and allow the needle mechanism to deploy as intended during second prime. Rerun of the pod generated an 0x3d hazard alarm during priming. The exact cause of the hook talon failing to detent the ratchet gear could not be determined. During investigation, an additional hook switch spring dislodged from the device. Inspection did not find any missing springs, confirming it was an additional spring. The exact origin of the spring could be determined. It could not conclusively be determined if the additional spring contributed to the failure to detent drive stall. During investigation, contamination was observed on the commutator cap. Download data does not show any rotational sensor malfunctions indicating the observed contamination did not contribute to the reported event.